Event description:
The customer reported audible alarms will not turn on. The device was in clinical use at the time the reported issue was discovered. There was no report of any adverse impact to any user or patient as a result of the issue.